Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device dumped the energy that had been charged for shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device dumped the energy that had been charged for shock. This issue is patient related; however there was no adverse event reported.